Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received his scs system, including an ipg, on (B)(6) 2010. It was reported that the ipg needed to be charged more frequently. The physician explanted and replaced the ipg on (B)(6) 2011. It was reported that the replacement procedure resolved the issue. No further patient complications were reported.